Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no connection between the transparent part and the white part of the silicon drain, so the liquid could not be drained outside the body.

Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with label), used hubless silicone flat drain. Visual inspection of the sample noted connected to inhouse suction device and submerged in 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water) and was able to suction with no issues. No root cause could be found because the reported event was unconfirmed. As the reported event is unconfirmed a DHR review is not required. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no connection between the transparent part and the white part of the silicon drain, so the liquid could not be drained outside the body.